Event description:
The plaintiff's attorney alleged that the plaintiff experienced multiple peritoneal infections and sepsis on unk dates after use of the product.

Manufacturer narrative:
This event (peritonitis and sepsis) is for the same pt involving three separate products.